Event description:
It was reported that the surgeon noticed a loose haptic fragment in the pt's eye during insertion. The fragment was removed intraoperatively using forceps, no incision was enlarged and no sutures were used. The lens remains implanted and according to surgeon, loading error was the likely cause of the event. No info was provided regarding the delivery device used. Additional info was requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.